Event description:
The consumer reported conflicting results with the binax now covid-19 self test performed on (B)(6) 2022 on direct tested nasal kitted swabs. The consumer tested in the morning and received a positive result. Repeat testing was done at night and generated negative results. The consumer tested for a third time the next morning and received a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The consumer used two lot numbers (175639 and unknown) however, they are not able to confirm the second lot as it was discarded. Hence, it cannot be confirmed if the conflicting tests were from the same lot or from two different lots. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175639 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 175639 and test base part number 195-430h / lot 172478. The lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175639 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.